Manufacturer narrative:
Cmpl-(B)(4). 250616-015716 012 mw5170730, 250616-015372 012 mw5170731, 250616-009171 213 mw5170732, 250616-015055 213 mw5170733, 250616-016104 213 mw5170734.

Event description:
A voluntary medwatch report was received on (B)(6) 2025. It was reported that a detached or missing sensor wire occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.